Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent an ablation procedure for atrio-ventricular nodal re-entrant tachycardia with an ez steer ds bi-directional nav catheter and suffered second degree heart block requiring dopamine, solumedrol and a permanent pacemaker. The returned device was visually inspected and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the hearth block remains unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# serial# (B)(4)), stockert 70 system (model# serial# (B)(4)), coronary sinus catheter (model# bd710df282ct lot # 17176876m), rv quad catheter (model# f5qa005ct lot # 17312996m). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrio-ventricular nodal re-entrant tachycardia with an ez steer ds bi-directional nav catheter and suffered second degree heart block requiring dopamine, solumedrol and a permanent pacemaker. The patient had no pre-existing conditions. During the procedure, the physician tagged an area where radiofrequency had previously resulted in dropped beats. The physician continued ablation despite accelerated junctional beats which resulted in the patient going into mobitz type ii - 2:1 heart block and becoming hypotensive with systolic blood pressure down to the 80s. Immediate interventions included dopamine for low blood pressure, solumedrol 125mg to reduce swelling related to radiofrequency and a temporary pacemaker. The patient was transferred to intensive care unit for observation. A permanent pacemaker was later implanted. The patient was being stabilized at the time the complaint was reported. The patient did require hospitalization for observation related to this adverse event. The physician did not provide causality opinion for this adverse event. There was no complaint regarding malfunction of any biosense webster products as bwi products are not considered responsible at this time.